Manufacturer narrative:
The investigation has determined that non-reproducible, falsely elevated vitros tropi results using two different vitros eci immunodiagnostic systems were obtained. One system (s/n (B)(4)) generated falsely elevated trop I results from 4 patient samples and a troponin free sample and the other system (s/n (B)(4)) generated a falsely elevated trop I result from 1 patient sample. A definitive assignable cause was not determined for the non-reproducible, higher than expected vitros tropi es result generated from patient a using vitros eci s/n (B)(4). Historical quality control data shows acceptable performance for vitros tropi es lot 2338 and lot 2430. A reagent issue is not likely to be a contributing factor. Precision testing was acceptable both before and after service; therefore the instrument is not likely to have contributed to the event. It is not known if the customer is following manufacturer recommendation for pre-analytical sample handling; therefore, improper pre-analytical sample handling cannot be ruled out as contributing to both events. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The most likely assignable cause of the non-reproducible, higher than expected vitros trop I es results generated using vitros eci s/n (B)(4) is an issue related to the vitros eci system. Historical quality control data shows acceptable performance for vitros tropi es lot 2338 and lot 2430. A reagent issue is not likely to be a contributing factor. Vitros tropi es within run precision testing was not acceptable prior to service. After service actions were completed, the precision testing was acceptable indicating that the service actions had returned the instrument to expected operating conditions.

Event description:
A customer obtained non-reproducible, falsely elevated vitros tropi results using two different vitros eci immunodiagnostic systems. One system (s/n (B)(4)) generated falsely elevated trop I results from 4 patient samples and a troponin free sample and the other system (s/n 30003417) generated a falsely elevated trop I result from 1 patient sample. S/n (B)(4): patient 1 sample result of 0.081 ng/ml vs. The expected result of <0.012 ng/ml; patient 2 sample result of 0.133 ng/ml vs. The expected result of <0.012 ng/ml; patient 3 sample result of 0.142 ng/ml vs. The expected result of <0.012 ng/ml; patient 4 sample result of 0.193 ng/ml vs. The expected result of <0.012 ng/ml. Troponin I free sample (specialty diluent) results 0.139, 0.058 ng/ml versus expected result <0.012 ng/ml. S/n (B)(4): patient a sample result of 0.081 ng/ml vs. The expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es patient results were reported from the laboratory and corrected reports were issued. There were no reports that treatment was altered, initiated or stopped based on the result. There was no allegation of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).